Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-sep-2023 . H6: investigation summary two hundred and eleven syringes sealed in blister packages from batch 3152281 and one photo were provided to our quality team for investigation. A visual inspection was performed. Each sample was observed to have no perforations present between the syringe packages which was non-conforming per product specification. Potential root cause for the uncut packages defect is related to the packaging process. It is likely the lever that controls the airflow to the slitter station was inadvertently hit to the ¿off¿ position for a short amount of time. The lever that controls the air flow to the slitter station was relocated to a more ergonomically friendly location on the machine that works to mitigate the risk for accidental activation. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that there was no packaging perforation between a string of 5 bd luer-lok¿ tip syringes. The following information was provided by the initial reporter: "we have a least 1 case of 200 of this syringe that there is no perforation in the string of 5 syringes, making it impossible to to tear only one away... Notice the string of 5, not perforated while the string of 2 is perforated. These are from the same lot, 3152281."

Event description:
It was reported that there was no packaging perforation between a string of 5 bd luer-lok¿ tip syringes. The following information was provided by the initial reporter: "we have a least 1 case of 200 of this syringe that there is no perforation in the string of 5 syringes, making it impossible to to tear only one away... Notice the string of 5, not perforated while the string of 2 is perforated. These are from the same lot, 3152281."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.